Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during drilling of the second locking hole from the most distal position, the aiming arm (03.019.008) interfered with the nail. The surgeon manually performed a fine adjustment to finalize the drilling. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.